Manufacturer narrative:
The 510(k) # is k053529. (B)(6) 2010: the lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Follow up # 1/supplemental report text 12/13/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
On (B)(6) 2010, the lay user/patient's wife contacted lifescan (lfs) alleging that the patient was unable to code his onetouch ultra2 meter. The medical surveillance specialist (mss) was unable to reach the lay user/ patient or the reporter by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on the evening of (B)(6) 2010 (time not specified). In addition to oral medication (type and dose unspecified), the reporter stated the patient also manages his diabetes with diet and/or exercise; however, the reporter denied the patient took any action in response to the alleged meter issue. Patient's testing frequency is not specified and it is not known what the patient's blood glucose result was prior to the alleged issue. As a result of the reported product issue, the reporter claimed the patient became clammy and disoriented at an unspecified time later; it is not known, however, if the patient attempted to self-treat his symptoms. At approximately 11:30pm that evening, the reporter claimed the patient obtained a blood glucose result of "35 mg/dl" with the emergency medical service (ems) meter, the patient was administered IV glucose by a health care professional (hcp) as treatment, and at an unknown time later the patient obtained a blood glucose result of "110mg/dl" with the ems meter. At the time of troubleshooting, the csr noted that the alleged issue was resolved with training. This complaint is being reported due to the following conclusion: the reporter claims the patient was unable to test his blood glucose due to the alleged issue. The patient was reportedly treated by an hcp for sever hypoglycemia after the alleged issue began.